Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after reconnecting to the ilet following a two-week lapse in use due to supply issues, with lowest blood glucose of 56 mg/dl and out-of-range duration of about one hour; the user noted recent hemodialysis, which can lower glucose, and the device alerted to the low. Symptoms included nausea, shaking, sweating, and headache. Outcomes included correction with oral glucose tablets, no need for outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting support and education advising consultation with the healthcare provider regarding dialysis-related lows. Investigation of this case revealed no device malfunction reported and no component failure identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.